Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. Upon examining aic for any visible defects, it was evident that the blue purge disc retainer was broken. The root cause of the issue was a broken purge retainer.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's biomedical engineer reported that the automated impella controller (aic) had a broken purge disc and was removed from use. There was no patient harm.